Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, tip detachment occurred. The target lesion was located in the left anterior descending (lad). The atlantis imaging catheter was tested to be working correctly outside of the patient. The imaging catheter was then advanced to the lesion and during pullback no image appeared. It was noted that the transducer tip was broken in the vessel. A snare was used to attempt to capture the detached tip but was unsuccessful. The detached tip moved to the distal lesion and no additional retrieval attempt was performed. The procedure was completed with a stent implant in the lad. No patient complications were reported the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the 90% stenosed target lesion was moderately calcified with a significant bend greater than 45 degrees. The physician encountered resistance advancing the device and required multiple attempts to cross the lesion. The detached tip which included the plastic tip and metal transducer housing was trapped with the stent implanted in the lad.